Event description:
It was reported that the patient was getting over a heart attack and ¿her device was stimulating her too much and she could not get it to go down ever since she got out of the hospital which would be about a week tomorrow.¿ the patient stated that ¿the heart attack was shortly before that, but they could not pinpoint when it happened.¿ the patient stated that her stimulation was ¿pulsing too fast, and she could not use the controller to turn it down.¿ the patient¿s programmer screen would not turn on during troubleshooting. The patient noted that she last changed the batteries ¿this past summer when the representative gave her new batteries.¿ the patient was unable to adjust stimulation and intended to try new batteries to see if this would resolve the issue. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 3080, lot# l74805, implanted: (B)(4) 2000, product type: lead. (B)(4).